Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the returned device, a probable cause is unable to be determined. No lot number was provided to no device lot history available to be reviewed. D4: unknown di due to no list or lot number provided from the customer.

Event description:
The event occurred on an unspecified date and involved an unspecified infusion set. It was reported during mid-procedure the device broke in half. There was unknown patient involvement and unknown patient harm.